Event description:
During a ptca treatment procedure, the viva balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a minimally tortuous, unspecified coronary artery. The viva balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.